Event description:
A malfunction on the customer's pump was reported, which did not cause any adverse impact on the customer¿s blood glucose level. The customer was advised by technical support to use manual insulin injections to ensure continuous insulin delivery while awaiting a replacement pump equipped with the latest software. Technical support sent a replacement pump, and the customer was given instructions to return the malfunctioning pump and on the handling of the new pump, which the customer acknowledged and understood.